Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a transmitter failure. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of a transmitter failure. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it did not confirm the customer complaint, but did confirm a failed transmitter error. The reported event of pairing failed was not confirmed. The root cause could not be determined.